Event description:
The customer contact reported a leak below the flush device; subsequently, blood loss was noted. Prior to the surgical procedure, the nurse reported that the tubing was kinked. During the surgical procedure, the anesthesiologist noted a change in the patient's blood pressure reading. Upon examination of the mointoring kit, a crack was found in the tubing below the stopcock where the tubing was kinked during set-up. The patient reportedly lost approximately 75ml of blood. The monitoring kit was replaced and the procedure was completed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.